Manufacturer narrative:
Supplemental medical device report (smdr) #2523835-2017-00481 should have indicated the date received by manufacturing as 09/01/2017 03:53 pm which was not populated or submitted on that report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Four knife samples were received in opened blister trays, one of which had a foam protector on it. The samples were returned for the report of dull knife blades. The returned samples were visually inspected. Sample numbers 1, 2, and 3 were found to be nonconforming with damaged tips and damaged cutting edges, while sample number 4 was found to be conforming. Penetration testing could not be performed on sample numbers 1, 2, and 3 due to the damaged condition of the samples. Sample number four was functionally tested for penetration and was found to be conforming. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. One of the returned samples was found to be conforming however, three samples were found to be nonconforming therefore, the exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife samples is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tips and damaged cutting edges exhibited on the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that four knives were dull during multiple surgeries. An alternate knife was obtained in order to continue the procedure. There was no impact to any patient. Additional information has been requested. Additional information received confirmed that the number of patients involved remains unclear, but is believed to be two. No additional information is anticipated.